Event description:
After reading that the FDA issued a warning about the dangers of taking the supplement umary, I stopped taking the supplement. I started taking the supplement in (B)(6) 2024. After six months, I felt absolutely no pain, as a matter of fact we stopped taking cbd oil because umary was like a miracle and all-natural supplement. Several days after I stopped taking umary, I started having a serious knee issue. My left knee was swollen and I experienced pain bending my knee. During the (B)(6) 2023 I was receiving treatment for knee pain. My orthopedic surgeon (dr. (B)(6)) was treating my knee problem with synvisc one injections. I was receiving injections about every six months. After I started taking umary in (B)(6) 2024, I was able to skip my synvisc injections. I attributed my pain free knee issues to umary, the miracle supplement. Little did I know it was just masking my pain. Shortly after I stopped taking umary, my knee became swollen and the pain returned. I went to my doctor and now I'm waiting to get back on schedule with synvisc one injections. In the meantime, I can no longer take my daily 2+ mile speed walks and it limits my bi-weekly strength training at the gym. I'm fearful that skipping my synvisc injections has further degenerated my already compromised knee joint. As mentioned above I already visited my doctor on (B)(6) 2024 to schedule another synvisc one injection.